Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and a limb extension on (B)(6) 2013. The patient had a subsequent endovascular repair on (B)(6) 2015 for a type 3b endoleak. Follow up computed tomography (CT) showed a potential type 2 endoleak with no sac expansion, the physician continued to monitor the endoleak. On (B)(6) 2016 an ultrasound was concluded aneurysm sac growth occurred. The physician conducted a series of angiograms and confirmed a leak at the main body. The type of endoleak could not be identified. The physician elected to implant an two additional infrarenal aortic extension and a suprarenal aortic extension. An additional angiogram was conducted and the endoleak persisted. The physician elected to implant two infrarenal aortic extensions to seal the leak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm a type 3b endoleak with aneurysm sac growth. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; off label use, patient anatomy, repair of an existing stent, difficulty withdrawing the nosecone, severe calcifications at the bifurcation and iliac arteries, and moderate ir angulation.